Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet pump displayed recurrent alert 38 indicating consecutive stalled motor events, persisted despite restarts, and prompted transition to backup therapy while a replacement was arranged. Symptoms included hyperglycemia with blood glucose reported over 400 for approximately four to five hours, without ketone testing, medical intervention, or hospitalization. Outcomes included temporary interruption of therapy and the need for device replacement. Investigation included technical review of alarm history and product complaint assessment. Investigation of this case revealed a motor stall malfunction associated with the pump mechanism, consistent with an insulin delivery motor stall alarm, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the motor drive system.